Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy and red under the sensors. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a cream to the skin irritation. Outcome of the irritation is unknown.